Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: complaint via email. Email(s) attached. Qa post marketing operations has received a product complaint related to an eylea 8mg vial kit. Kindly acknowledge receipt of this request and send us the complaint investigation reference number and due date when available. Complaint description investigational request /return component status. On 13apr2026 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm - syringe. On 13apr2026, regeneron medical information was notified of an event: ¿discoloration observed on 13apr2026 on the returned syringe¿. 1ml syringe: catalog: 309628 lot: 3324201. Please provide an investigation regarding the discoloration found on the syringe tip. A sample will not be forwarded to bd at this time impact to patient: n/a.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One photo of a luer lok syringe (part number 309628) was received and evaluated. The photo shows a loose syringe with brown discoloration on the barrel tip, consistent with embedded foreign matter. The observed condition is nonconforming to product specifications. The potential root cause is likely degraded plastic introduced during the molding process when the resin is exposed to prolonged high temperatures, such as during machine start up. This type of defect is considered cosmetic and does not pose a risk to the user. A device history record review was completed for material number 309628, lot 3324201. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints associated with this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and the data will be regularly reviewed to identify any emerging trends.

Event description:
No additional information was provided.